Event description:
A customer contacted beckman coulter (bec) reporting a leak on the side of the sample rack of the unicel dxc 660i synchron access clinical system. The liquid appeared to be coming from the cap piercer and was identified as diluted wash solution. The leak was contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse disconnected the drain line # 118 from the 3-way valve and discovered that there was no vacuum in the line. The fse flushed the line with bleach five (5) times to clear the line. The fse reconnected the line back to the 3-way valve and primed the cap piercer and observed the blade wash solution was being pulled through the 3-way valve into the waste sump. The fse ran capped tubes and noticed that the small particles of the wick were left on top of one of the caps. The fse replaced the blade as a precautionary measure. The fse then successfully primed autogloss and ran 20 capped tubes without any further issue. The primary failure mode is related to the clogged waste line # 118. (B)(4).